Manufacturer narrative:
The device was returned for evaluation, the evaluation confirmed the reported event of a rubber pin hole and leakage. The evaluation also found a damaged bending section sheath. Additionally, the echo signal was found to be missing. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, evis exera ii ultrasound gastrovideoscope to olympus due to a rubber pin hole and leakage. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified since the event was not reproduced. The investigation determined the likely caused of the device appearance was the environmental condition of the facility and the metal inside seemed to be exposed. Additionally, the investigation presumed that the adhesive peeled off due to an external force such as strong rubbing applied to the area during washing. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.